Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery with moderate calcification. The 3.50x15mm trek balloon dilatation catheter (bdc) was used in a procedure and a balloon leak occured. There was no adverse patient effect and no clinically significant delay reported in the procedure. It is unknown at this time how the procedure was completed. No additional information was provided.

Event description:
Subsequent to initial report, the following information was received: it was reported that the leak was detected during device preparation and prior to use. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported leak. However, factors that can contribute to a leak in the system include, but are not limited to, manufacturing, a loose connection, catheter damage, or insufficient preparation prior to use. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6- health effect - impact code 2199 - removed.